Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. This event was confirmed on chest x-ray that this rv lead had pulled back from its originally implanted position. Before lead revision device was checked and found out that this lead exhibited high pacing threshold with 5.0 volts (v) at 0.9 milliseconds (ms). This lead was explanted. No additional adverse patient effects were reported.